Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and spinal stenosis. It was reported that the patient was having an MRI, and the procedure was not due to a problem with the device or therapy. The MRI was not being performed due to issues related to the infusion system. It was reported that no symptoms were mentioned. However, conflicting information was reported that the patient had an infection. The infection was not related to the device; it was related to a foot surgery. Reported symptoms included low platelets, acute chronic pain, abdominal pain, nausea, vomiting, necrotic fasciitis, sepsis, cellulitis, and common bile duct dilation. The patient was in the intensive care unit (ICU) and was unresponsive. She had been in the hospital since (B)(6) 2016. The hcp did not know why the patient was in the intensive care unit (ICU), and she said it was for multiple reasons. It was also noted that the patient was diabetic. It was unknown if the infection was confirmed, and the strain (if applicable) was unknown. There was no allegation against device sterility. Treatment was ongoing. It was also noted that the patient had a stimulation system implanted, but the hcp was not sure the make and model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.